Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented with right ventricular lead noise. No intervention was performed.

Event description:
Additional information received indicated that the right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. Programming changes were made. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Event description:
Additional information received indicated that the right ventricular lead was explanted and replaced.